Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient circuit obstruction message. No patient harm reported.

Manufacturer narrative:
On (B)(6) 2017 root cause: leaked electrolyte from capacitor c15 on the customer returned mc board had caused failure of the blower voltage control circuit (u17, q1, q2 and d6). This caused the blower to stall and triggered e/c 1201 and 1134. Cleaning the pcba and replacing u17, q1, q2 and d6 resolved the problem.

Manufacturer narrative:
On 6/21/17 evaluation and resolution; the customer reported a burnt area of the motor controller pcb. The bench repair technician reported a faulty motor controller (mc) and power management (pm) pcb's. Both the mc and p m pcb's were replaced to resolve this issue.